Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they had erroneous results for three samples from three different patients tested for the elecsys tsh assay (tsh), elecsys ft3 iii (ft3), the elecsys ft4 ii assay (ft4), roche diagnostics cobas elecsys anti-tpo (anti-tpo), and the elecsys anti-tshr immunoassay (anti-tshr) on a cobas 8000 e 602 module (e602). This medwatch will apply to the anti-tshr assay. (B)(4). Refer to the attachment for all patient data. Results highlighted in yellow are erroneous. All erroneous results were reported outside of the laboratory. Dates listed next to result values indicate the testing date. All patients have multiple sclerosis and are treated with qizenday medication (biotin). The customer alleges that biotin interference caused an issue with the roche assay recovery. False hyperthyroidism was diagnosed for these 3 patients based on the roche assay results and thus they were treated with inappropriate treatment. The affected samples were tested with alternate methods which do not use biotin. No adverse events were alleged to have occurred with the patients. The serial number of the e602 analyzer was asked for, but not provided.

Manufacturer narrative:
Samples from the affected patients were not available, so no further investigation was possible. From the information provided, a general reagent issue can most likely be excluded. Additional information required for the investigation was requested, but not provided. Product labeling instructs the customer that samples should not be taken from patients receiving therapy with high biotin doses (> 5 mg/day) at least until 8 hours following the last biotin administration. The anti-tshr assay is unaffected by biotin levels up to 10 ng/ml.